Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. Pd therapy was stopped during treatment. At the time of this report, the peritonitis event was not resolved and the patient was not recovered. No additional information is available.